Event description:
Lead had an impedance >3000 and intermittent capture at max output/pulse width. Patient needed upgrade to dual chamber system but was occluded on left side. Due to patient's age and other conditions physician decided to leave old system in place. Mode turned to off and disabled therapies. A new dual chamber system was implanted on right side. This device is still implanted on the left side, but out of service.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.